Event description:
Pt, a complex medical pt with history of chronic obstructive pulmonary disease, lung cancer, respiratory distress, pacer implanted for 2nd degree heart block: admitted to hosp. Pacer lead dysfunction noted: failure to capture, threshold problems. Lead replaced. Old lead removed. Pt destabilized and arrested the next day and died. Cause of death thought to be pulmonary embolism. No autopsy. New implanted lead: pacer activity re-established.